Manufacturer narrative:
A batch record review of lot c718 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, air detected alarm and tubing leak. No trends were detected for either complaint category. No CAPA's were initiated for air detected alarms or tubing leaks. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specs based solely on the info provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Late report is being addressed as a nonconformance (B)(4), in conjunction with CAPA (B)(4) for investigation. (B)(4).

Event description:
On (B)(6) 2014: customer called after treatment was aborted and reported an air detected alarm in the second cycle. The customer found ait in the pt line. The customer tried to flush the pt line with a saline bolus of 50 ml and again with a saline bolus of 100 ml. The customer stated that she could not get all the air out of the kit and the air detected alarm recurred. The customer decided to abort the treatment and return the blood volume by manual return. The pt was in stable condition. The customer could not find the source of the air. The customer stated no damage, leaks or anything abnormal was found upon inspection of the kit. This incident was investigated and deemed not reportable based on the info provided by the customer. Update: on (B)(6) 2014, the customer was contacted to collect info regarding a separate case (B)(4) in which they reported finding blood on the lower lamp assembly while cleaning. At this time, the customer stated that, the blood leak could have occurred during this treatment since blood was found in the lower right edge at the position of the tubing line from photoactivation module to the treatment bag. This blood leak was not reported at the time of the incident. Due to this new info, this case has been re-evaluated and is now reportable. No product will be returned for investigation as it was discarded at the time of the incident. No service order was needed.